Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had alarmed a compromised force sensor system and would not recognize the reservoir. The customer received no delivery alarms from the insulin pump and was trying to prime the set when the alarm occurred. The customer's blood glucose level during the incident was 550 mg/dl. They treated the high blood glucose with manual injection. They declined troubleshooting for the high blood glucose. The customer also stated that the insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped. They were unable to exit the preparing to prime loop. It was found while troubleshooting that the drive support cap was sticking out. The customer was advised that the device would be replaced. The customer declined to return the insulin pump.